Manufacturer narrative:
Only a very sparse amount of information is available. It was reported that product is "not melting and causing pain and infection in patient". The surgical procedure is unknown.

Event description:
It was reported to the distributor from a customer that during an unknown procedure "product is not melting causing pain and infection in patient". The surgical procedure is unknown.